Event description:
Medtronic recalled the quick sets that I use with my insulin pump. I returned them as requested and was told, I would receive replacements each month until my next prescription order. I have not rec'd any replacements and have one week left with the quick sets I still have. American home pt -the company that I order the quick sets from- says medtronic has not sent them any replacements. When I talk to medtronic, they say that they have sent the replacements to all of the distributors. Both companies claim that the other company is giving me false info. Meanwhile my time is running out to stay on pump therapy. Medtronic did send me two samples to get me through another week, but each time I call I have to be put through to two levels of supervisors to get the okay to receive the samples. Can you figure out why I cannot get at least one of the five boxes owed to me, so I can make it to my next prescription? Diagnosis: diabetes.